Manufacturer narrative:
The complaint was confirmed and cause is unk. One per-q-cath 5 fr d/l catheter was returned for evaluation. A complete break was found just distal to the silicone hub assembly. Under microscopic examination, the cross-sectional surface of the tubing was rough and granular. A tactile evaluation revealed nothing remarkable. The lumens were not patent to infusion due to dry blood residue inside the lumen. The exact mechanism of damage is unk. A chr of lot #22bp4645 showed 2 other similar product complaints from this lot number.

Event description:
It was reported that the catheter was placed in 2007 and removed three days later. The catheter broke (upper arm 5cm externally). The suture wing and statlock were in place. The patient was not injured.